Event description:
It was reported that the patient was only getting stimulation at the paddle incision site or at the ribs. It was noted that the lead was upside down and the contacts were facing up. The patient underwent a revision procedure wherein the paddle lead was adjusted to its correct position. The patient was doing well postoperatively. The device remains implanted.